Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 598 mg/dl last night. The customer treated with a 5-unit bolus. Her blood glucose at the time of call was 245 mg/dl. Troubleshooting could not occur for the high blood glucose since the customer did not have the settings for her insulin pump; the customer had received a brand new insulin pump and needed to program it. The customer was assisted with programming the basal rates, bolus wizard, fixed prime, max bolus and max basal. No products were returned or replaced.